Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Manufacturer narrative:
The alarm functions were tested successfully and comply with the product specification. No malfunction of the device could be observed during the technical investigation. The technical investigation gave no evidence that the device did cause or contribute to the condition reported by the patient.

Event description:
On (B)(6) 2013, the patient reported that his insulin cartridge in his infusion device was completely empty and his infusion device did not display e1 (cartridge empty). No physiological effects were reported. The patient did not require medical assistance from a healthcare professional or second party to address the issue. The infusion device was replaced and was requested to be returned for product evaluation.